Event description:
(B)(6).

Manufacturer narrative:
Correction to initial reporter address.

Event description:
The patient was diagnosed with a mass and necrosis of the liver. The patient is currently stable.

Event description:
The customer reported that air entered a patient's vascular system from an IV set connected to the patient's uvc. X-rays were done to assess the patient. No other details were provided.

Manufacturer narrative:
Additional information was provided by the customer.

Manufacturer narrative:
The product was not sequestered by the customer. No failure investigation could be performed. The root cause of the customer's experience was not identified.